Event description:
It was reported that during the priming of a polyflux 210h, an external solution leak on the venous side was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The visual inspection of the product with the naked eye shows the product was wet. An incompletely screwed on cap on a dialysate connector was found. No other external issues were noted. A leakage test of the dialysate side was performed and no leakage could be found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.